Event description:
Boston scientific received information that following an uneventful device and right ventricular (rv) lead implant (prior to pocket closure), the physician observed varying shock impedance measurements, with values between 0 to over, 200 ohms. The device and rv connections were confirmed in-tact and secure. A boston scientific representative was present and offered to perform a commanded shock/test synch to verify the observed measurements; however, the physician declined and instead, explanted the new rv lead. Following implant of the second rv lead, similar anomalies were still observed. It was then decided to exchanged out the new device and re-test the system: again high, out of range values were observed. It as at this time the physician elected to perform the previously suggested commanded shock/test synch. A device shock at 41 joules was delivered, returning a charge time of 8.7 seconds and a measured impedance of 49 ohms. These values were acceptable with the implanting staff and the procedure concluded. Both the device and rv lead (attempted implant products) are to be returned for laboratory analysis. No adverse patient effects reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the returned device identified no anomalies. All setscrew seal plugs were confirmed to be intact. Each setscrew operated as expected. A review of device memory confirmed the high impedance measurements but no faults or errors were recorded. Manual lead impedance testing completed in the laboratory returned normal impedance measurements. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical allegations, as no manufacturing anomalies were observed during returned product testing. The device has been archived as meeting specifications.